Event description:
Upon review of post-op x-rays, it was noted that the prodisc-c construct had been implanted upside down. Surgeon revised patient to a new prodisc-c.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Device has not been returned for investigation. A review of the device history records has been requested for the subject device. No conclusions can be drawn at this time.